Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary IV set had a hole and was leaking below the pumping segment while infusing acyclovir. The customer reported no patient harm.

Manufacturer narrative:
Concomitant medical products: hospira 1000ml IV bag of 0.9% nacl injection usp, lot 50-085-jt, exp 02/01/17; hospira 100ml IV bag, model/lot unk, therapy date: (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection of the received set observed a tear below the upper fitment, with the tear directly atop the upper fitment component. The tear was measured as approximately 0.02 inches long. No other damages or issues were noted. Functional and pressure testing confirmed a leak from the noted tear. The root cause of the customer¿s report was identified as due to a tear in the silicone segment.